Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Metal part under the head of the brush has snapped off¿the toothbrush head keeps fallen off now- oral-b rechargeable toothbrush handle [device breakage]. Case narrative: consumer via social media stated that metal part under the head of her oral-b toothbrush had snapped off and the toothbrush head kept fallen off now. No injury was reported.